Manufacturer narrative:
H6 codes updated to reflect reported pump revision. Img code corrected to reflect pain pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had a pump revision on (B)(6) 2024 and developed an infection on 2024-may-14. The patient had a drain placed to treat the infection. The rep called and reported that the director of the or and director of nursing notified the rep about an increase/spike in rashes and/or infections, noting about 6-8 cases in the last several months. The rep believes the directors were looking to make the manufacturer aware. The rep was unable to provided patient/device information, but noted the hcps had the specific information. The rep requested to be contacted for additional information. Information omitted pertaining to pes (B)(4) regarding other infections.